Manufacturer narrative:
Investigation summary: to aid in the investigation of this incident, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, torn packaging, specifically the bottom web portion, was observed. A device history record review was completed for provided material number 306572 and lot number 0294098. The review revealed on possible non-conformance during production which could have contributed to the reported incident. It has been determined that this incident most likely resulted from a broken cutting blade during the manufacturing process. This blade was replaced at the time of discovery; however, based on the observed defect, all defective products may not have been removed from the line.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml the seal was not intact. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the customer states that x2 posiflush found in 2 different am packs with broken seal and desterilised.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml the seal was not intact. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the customer states that x2 posiflush found in 2 different am packs with broken seal and desterilised.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.